Event description:
Information received from the field notes loss of capture. Ecgs revealed controlled atrial fibrillation with atrial pacing and sensing and random p-v tracking. X-rays did not reveal any physical anomalies. The device was programmed to 7.5 v and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received